Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There was blood on the distal conductor of the lead and it was obstructed. The analyst noted the stylet insertion stopped at 1 cm due to dried blood obstructing the distal conductor lumen. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the stylet would not pass through the lead. The lead was not implanted. No patient complications have been reported as a result of this event.